Event description:
Alleged event: physician reported via regulatory reporting agency sus voluntary medwatch (uf/importer report #(B)(4)) "five patients with mentor breast tissue expanders developed infections after surgery. Ductal carcinoma in situ of right breast. Reconstruction of both breasts with tissue expander (mentor 450ml with 0 initial fill), and bilateral mastectomy. Patient presents to office appointment for a fill at breast clinic but left breast is warm, red so sent to ed on [date removed] left breast tissue expander removed in or on [date removed]. This event is against mentor devices." Device has been explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).